Manufacturer narrative:
Exemption number: e2015015. The dentist reported that dental implant was removed due to the bone fracture, which occurred during its installation surgery.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 11, a failure occurred upon insertion in type ii bone. Clinician reported limited buccal-lingual space. A graft was placed. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 11, a failure occurred upon insertion in type ii bone. Clinician reported limited buccal-lingual space. A graft was placed. The product will be forwarded to the manufacturer for investigation. There were no reported complications.